Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG and was sent a loaner device. There was no reported adverse pt impact. The philips went onsite and evaluated the device and found the device needed a software update. The ECG cables were tested and were fine. The software was updated and resolved the issue. The device passed testing and was returned to use. The customer returned the loaner device and cancelled the service call. We will consider this a malfunction of the software where 12 lead ECG could not be acquired. The customer confirmed as of (B)(6) 2012 the device is working fine.

Event description:
The customer reported unable to acquire 12 lead ECG and was sent a loaner device. There was no reported adverse pt impact.